Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an elective generator replacement, the connector of the pulse generator would not accept the right ventricular lead. The pulse generator was not used. The patient was stable during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.